Event description:
The tfn blade came out of the femoral head; the pt reportedly is not in any pain. It is not known if an explant or revision will occur. This is one of two reports for the same event.

Manufacturer narrative:
Device has not been explanted. Device manufacture date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.